Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: investigation revealed that the pump powered on properly with no alarms. The display functioned properly; the complaint of blank screen was not duplicated or confirmed. Several call service 054 alarms were observed in the black box and alarm history, indicative of temporary blank display screens and the probable root cause of the complaint. Call service alarms are a part of the normal function of the pump. The call service 054 alarms were not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.